Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient's system must have only been partially explanted in 2017 because the patient has a lead protruding from his abdomen where his ins previously was. This is consider a lead migration. The managing physician is referring the patient to a neurosurgeon to do a full explant. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) 2019-08-29. It was reported the lead was implanted in 1989. The lead had not yet been removed and was pending surgery consult. The device was removed approximately in 2017. The cause of the lead protruding through the patient¿s abdomen was weight loss. It was understood that the cause of the partial explant was the lead was left in due to length of time it was indwelling. No further complications were reported/anticipated.